Event description:
Failed mega-c segment taper.

Event description:
Failed - stem segment megasystem-c, length 30mm, ø28mm, taper 12/14, porag®-coating.

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.